Manufacturer narrative:
It is unknown which lead has high impedance. Hence, both the leads are being reported. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00235. It was reported that the one of the patient¿s leads had high impedances on all contacts. As such, patient is not receiving full coverage with the remaining lead. No lead migration or fracture were seen on the x-rays. Surgical intervention took place on (B)(6) 2020 where in the leads were explanted and replaced with new leads. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.